Manufacturer narrative:
It is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified right common iliac artery (cia). An ipsolateral approach was obtained. The wanda pta balloon dilatation catheter was advanced to the target lesion and upon the first inflation to 12 atms a balloon rupture occurred. The device was withdrawn and the procedure was completed with another of the same device. There were no pt complications or injuries reported. The pt status is listed as 'good'. This product is only ous approved, but it is similar to an approved united states device.